Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 468 mg/dl. Cause was not known. Prior to going to the ER, a correction bolus was administered to address bg level. Customer was admitted to the hospital and treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.